Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Ultimately, tandem technical support assisted the customer with resetting the pump so that it could continue to be used for insulin therapy.